Manufacturer narrative:
Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, broken reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported that the insulin pump is broken. Customer states that the physical damage to the insulin pump is that the reservoir compartment broke into two pieces, and the o right fell out. The blood glucose reading is 151 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.